Event description:
It was reported that the patient had a new inflatable penile prosthesis reservoir added as it did not work due to fluid loss from the reservoir. The physician was unable to determine the specific source of the fluid loss. No patient complications were reported.